Manufacturer narrative:
Correction: serial number updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system on-site and found there was a failure with the optical communication and the system required replacement. Once replaced the issue resolved. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the navigation system froze. The video cable was disconnected and the system was restarted successfully. The system worked well without the video cable connected. There was no patient present when this issue was identified.